Manufacturer narrative:
Continuation of concomitant: 6935m55 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead was not capturing and was found to have dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.